Event description:
The biomed is reporting the v60 display is very dim. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported the display is barely visible. Product support advised the customer that they likely have a hydis display installed in the v60. Product support recommended the customer order the v60 user interface (ui) assembly and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Failure analysis on the returned user interface (ui) assembly shows that the burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
Per biomedical engineer the user interface assembly was replaced to address the reported issue.